Event description:
It was reported that a patient underwent an obturator sling procedure to treat stress urinary incontinence on (B)(6) 2010. On (B)(6) 2010, the patient underwent a revision of the sling and removal of the exposed mesh. The patient experienced abdominal pain, back pain, hip pain, left sciatic pain, dyspareunia, vaginal dryness, and mesh erosion. The patient has undergone additional procedures to remove the eroded mesh, including another surgery on (B)(6) 2010. No additional information was provided.

Manufacturer narrative:
(B)(4): mesh exposure, dyspareunia, vaginal dryness. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted. See also medwatch 2210968-2012-00609. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2012. It was reported that the patient experienced pain, erosion, extrusion, infection, recurrence, bleeding, dyspareunia, and urinary/neuromuscular problems. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4).